Manufacturer narrative:
(B)(4). The customer reported a discrepancy between the alarm at the monitor, and the alarm recorded in the alarm review. There was an alarm in the review that did not sound at the monitor. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a discrepancy between the alarm level at the monitor, and the alarm recorded in the alarm review. No pt harm was reported.